Event description:
It was reported that the patient developed an infection at the ipg site from initial implant. It was believed that the patients infection was procedure related. The patient was prescribed antibiotics.